Event description:
The biomedical engineer reported that the transmitter (gz) is showing up blank on the central nurse station (cns). The bme reports that they can see the name of the transmitter on the tile, but the waveforms are not showing up and they do not see a communication loss error message on the cns or on the remote nurse station (rns). The bme swapped the transmitter, with another transmitter and this worked without issue. No patient harm was reported. Customer is returning the transmitter to nihon kohden for service.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The concomitant medical device: the following device(s) was used in conjunction with the gz transmitter, however model and serial number is no information (ni) since the customer could not provide the requested information. Central nurse station: model #: ni, serial #: ni. Remote nurse station: model #: ni, serial #: ni.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the tile for the gz transmitter on the central nurse station (cns) was only showing the transmitter's name. The waveforms were missing, with no comm loss error message displaying at the cns or at the remote network station (rns). Swapping out the transmitter for another resolved the issue. No patient harm was reported. Investigation summary: the customer was provided with an exchange and the reported device was sent in for evaluation. During the device evaluation, nihon kohden repair center (nk rc) was unable to confirm or duplicate the reported issue. However, nk rc found a secondary issue, as a rattling sound was found within the device, indicating possible internal damage. Since the customer had already been provided with an exchanged device to resolve the issue, the reported device was dispositioned to be scrapped. Based on the available information, the reported issue could not be confirmed, and a definitive root cause could not be determined. The secondary issue indicated possible physical damage and/or wear and tear damage to the device. A review of the device and facility's history determined that this was an isolated incident. This was the only complaint found for this device and facility in the past 3 (three) years. As such, a significant trend that would warrant any action and/or any corrective action was not identified. Trending will continue to be monitored for this device, incident issues, and causes. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: attempt # 1: 01/10/2022 emailed the customer via microsoft outlook for patient information: the customer replied saying they could not provide any of the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter, however the model and sn are listed as no information (ni) since the customer could not provide the requested information. Central nurse station (cns): model #: ni. Serial #: ni. Remote nurse station (rns): model #: ni. Serial #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the tile for the gz transmitter on the central nurse station (cns) was only showing the transmitter's name. The waveforms were missing, with no comm loss error message displaying at the cns or on the remote network station (rns). No patient harm was reported.